Manufacturer narrative:
The ventilator was investigated on site and the inlet air gas hose was replaced, due to a blockage. The received device log files confirm the reported problem. We could trace back the reported problem to may 12, therefore the date of event was determined as (B)(6) 2020. A blockage in the inlet air gas hose, will be detected during pre-use check if the fault is present at that time. If the same fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the reported failure was a blockage in the inlet air gas hose to the ventilator. The ventilator worked as expected.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).